Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels; however, no specific event dates or specific levels were provided. Contact reported that customer consumed candy and carbs to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.